Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator stopped stimulating and attempt was made for two hours to get it charged but had no success. It was reported that the recharger would not do anything; the recharger would not come on. The recharger was plugged into the wall outlet because it could not charge or come on. When plugged in the wall, it was reported that the recharger screen came on and showed that the recharger battery was empty. The consumer reported that they saw the low recharger battery; plug recharger into wall screen even when recharger was plugged into wall. The consumer confirmed that the desktop charger connector pin was loose when plugged into recharger. The consumer was reviewed that the desktop charger needed to be replaced to recharge the charger to be able to charge the implant. It was reported that the consumer received a replacement ins recharger but when it was plugged into the desktop cha rger, the connection was wiggly, and it didn¿t charge up. The consumer stated that a desktop charger needed to be sent. No patient complications have been reported because of this event.